Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement hard paddle adapter assembly. The replaced assembly has not been returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported that there was no spring on the device's adult hard paddle adapter. Without the spring, the adult plate will not make contact with the underlying pediatric paddle, and no shock would be delivered through the adult paddle. There were no reports of patient use associated with the reported event.